Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are mfg and sold by bd outside of the united states. Reference (B)(4). Results: one unit was received for eval. Microscopic inspections revealed that a portion of the catheter tubing was securely attached to the metal wedge within the plastic adapter. The remaining catheter tubing was not returned. A review of the lot history files revealed no irregularities during the manufacture of reported lot number 9014138. (B)(4). Conclusions: we were unable to determine a root cause for this incident we could not identify when or how the damage to the unit occurred.

Event description:
The catheter separated from the plastic adapter after insertion, leaving the catheter tubing in the pt's vein. The technical director was called for eval, an rx was required.